Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2 request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
This emdr is being submitted for an unknown number quantity refrence number (B)(4). Event occured in germany it was reported that the patient experienced an infusion set leakage on (B)(6) 2026, as the patient stated that insulin was leaking at the adhesive, causing it to become repeatedly wet, and the patient subsequently developed a high blood glucose level. No further information is available